Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred on 12-22-2022 for transmitter with serial number 8wmt00. However, transmitter with serial number 8wnt00 was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation for serial number 8wnt00. The allegation was undetermined. The probable cause could not be determined. The reported event of transmitter failed error is reportable based on transmitter failure. No injury or medical intervention was reported.